Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient uses insulet omnipod5 in modified closed loop. According to the report, the screens were showing high. No documentation of symptoms nor whether the bg was checked. The patient reportedly trusted the dexcom and injected 3 units of insulin. After 3 to 4 hours later, she checked the dexcom screens and it still said high. She didn't check bg meter for comparison at this time. She felt weird she could not feel her fingers. She had neuropathy. When she did a fingerstick, it was 68 mg/dl and the dexcom still said high. She called an ambulance. When medics came the glucose readings thru finger prick was saying low and dexcom said high (no numbers both cgm and bgm). She was given glucose shot and little plastic tube that has glucose gel. When she got to the hospital, the blood sugar was steadily going lower and she was convulsing. When the doctor checked the bgm it was 16 mg/dl and she did not know what dexcom screen was showing. She was then admitted to the hospital. Routine diabetes management was with "manual insulin," and food. She was at the hospital for 3 days before she was released. She was feeling fine during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.